Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown when or how the device broke.

Manufacturer narrative:
The device was returned for review. The visual inspection of the tasp bottom confirmed that the central post fractured off the tasp. All the pieces were returned for investigation. There were cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The associated lot was manufactured on january 5, 2012 and has therefore been in the field for approximately four years and three months. It is unknown how many times the device has been used. The reported issue has been investigated. This device is used for treatment. Ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A CAPA was opened for the breakage of tasps. FDA recall z-2578-2014 contains the related lot number. Notification z-2297-2014 was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.

Manufacturer narrative:
This report will be amended when our investigation is complete.